Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient had increased tenderness at pump site. Additional information received from the healthcare provider via a clinical study indicated that the issue resolved. Additional information received from the healthcare provider via a clinical study indicated that the pump site was swollen and was bleeding/draining at today's fill. Pressure was applied to help with pain. Additional information received from the healthcare provider via a clinical study indicated that aspiration was completed and 24cc of serosanguineous seroma from pump pocket site. Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025 the patient had surgery and it was found that the pump site was infected. The pump was explanted with a plan to reimplant in future.